Manufacturer narrative:
Initial.

Event description:
It was reported that the user¿s caregiver observed multiple meal announcements and a meal bolus during the night while using the ilet system, including an announcement when the blood glucose was 212 mg/dl, and the user may have been using meal announcements as a correction; this was characterized as an improper or incorrect procedure or method related to the user interface. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the caregiver and analysis of information provided by the user. Investigation of this case revealed no device problem, and a usage problem was identified involving failure to follow instructions and unintended use error associated with the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.